Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with out of range high lv pacing lead impedance and high capture threshold. The lead was capped and replaced. The patient was stable before, during and after the procedure.